Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the error 23118 was triggered pointing to the yaw chipencoder virtual absolute (cva). Further testing confirmed the yaw cva flat flex cable (ffc) was confirmed to be the source of the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the yaw cva ffc. This issue can be resolved by contacting technical support and having a fse replace the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (uam) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that there were errors on arm 2 that would not recover during a procedure. Several power cycles and an emergency power off of the robot were attempted without any change. Due to the issue, the site decided to convert the case to a laparoscopic procedure, as the doctor required the use of all four arms.